Event description:
Pump battery was reported to be draining more than usual. There was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting and the matter was documented for internal purposes only.